Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.